Event description:
During flush, prior to infusion, there was a leak where the tubing meets the yellow portion of the device. If this were to happen during actual infusion there could be a significant risk to pt and staff from the medication. Although there was only failure of one unit that we are aware of, the entire lot was pulled by the hospital and our distributor, (B)(4). We experienced multiple failures of the same item in (B)(6) 2013. The (B)(6) lot was asxds115. This lot is asxjs045. We have 20-30 unopened product from the same lot and will contact the vendor for replacement and credit. They remain sequestered in our materials management office.